Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced -2.25 high astigmatism and lens was at 87° after surgery. The preoperative iol master measurement was not good. The astigmatism from the iol master does not match the astigmatism measured with the pentacam. The wrong iol model was implanted in completely wrong axis. A large tilt of lens was seen in b scan. Patient doesn't seem to be able to focus on the infrared image and reflexes from the topo measurement was 2x. The pupil coordinates show a decentration of -1.9mm in the x-axis. The iol tilt creates a coma, which the patient can assume to be a cylinder during refraction. Preoperative refraction from 22-sep-2023 shows -1dpt@75°. Noticed a large iol tilt in the b-scan from 09-january. The natural lens also appears to be heavily tilted in the preoperative measurement. Measurements with the iol-master and the pentacam also show the steep axis more towards 150°. Additional information has been received that the surgeon does not suspect a problem with the iol.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury the manufacturer internal reference number is: (B)(4).